Event description:
Reporter indicated that a vns pt experienced an infection at the generator site. The infection was reported to have resolved with treatment, and the generator was not explanted. Good faith attempts for add'l info have been unsuccessful to date

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.